Event description:
Foley cath inserted on (B)(6) 2016, removed on (B)(6) 2016. When removed, the balloon was deflated, but a 1cm hardened plastic ridge remained at the apex of the balloon. No pt harm. Dates of use: (B)(6) 2016. Diagnosis or reason for use: operation.